Manufacturer narrative:
Additional information was received that the reason for the explant was the patient no longer using the device due to inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.